Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "instruments that have experienced extensive use or excessive force are susceptible to fracture." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was due to improper surgical technique.

Event description:
It was reported that patient underwent initial total hip arthroplasty on (B)(6) 2015. During the procedure, the inserter handpiece fractured. There was no delay in the procedure and no fragments fell into the patient. The procedure was completed with the same inserter.